Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 142 hour extended tests at the customer's settings. The device failed the final test for non-conformances with flow and oxygen blending test, tidal volume test, pressure control test and expiratory hold. Bench testing revealed a malfunctioning flow valve is creating the tidal volume non-conformance. The service technician replaced the flow valve and the device passed all testing.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was delivering lower tidal volume than what was set. The customer could not recall what the volumes were when set to 500mls. The customer confirmed there was no patient involvement associated with the reported issue.